Manufacturer narrative:
MDR 8021545-2024-00342- device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that infusion set tape not lasting for 7 days and it fell off during use. He do physical activity time to time. No further information was available.